Event description:
A user facility¿s biomedical technician (bmt) reported that a 2008t machine's blood pump rotor damaged the blood pump tubing segment during a patient's hemodialysis (hd) treatment. Resulting in blood loss. A replacement blood pump rotor has been ordered. The patient¿s ebl is unknown. There was no patient injury, adverse event or medical intervention reported at intake. Sample will be available to be returned to the manufacturer once the part is replaced. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t machine's blood pump rotor damaged the blood pump tubing segment during a patient's hemodialysis (hd) treatment. Resulting in blood loss. A replacement blood pump rotor has been ordered. The patient¿s ebl is unknown. There was no patient injury, adverse event or medical intervention reported at intake. Sample will be available to be returned to the manufacturer once the part is replaced. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation did not find objective evidence indicating a product problem; thus, the complaint is not confirmed.